Event description:
The physician advanced the diamondback 360 coronary orbital atherectomy device (oad) distal to the lesion in the slightly tortuous and moderately calcified right coronary artery. Three treatments were performed distal to proximal on low speed. The physician then became aware that a perforation had occurred, and the viperwire advance guide wire had fractured. The guide wire fragment was in the posterior descending artery. The physician opted to leave the fragment in vivo. A stent was placed achieving hemostasis. The patient recovered and was discharged two days later. Imaging was reviewed, and revealed that during the third treatment, the guide wire tip and the oad crown made contact, fracturing the guide wire. To prevent this situation from occurring, the oad instructions for use states: "caution: maintain at least 5 mm between the proximal end of the viperwire guide wire spring tip and the oad drive shaft tip to prevent contact of the drive shaft tip with the guide wire spring tip."

Manufacturer narrative:
The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The reported event is confirmed to be due to user failure to follow instructions. Csi ID: (B)(4).